Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "was seizing up". They stated that the pump sounded like it was running, but formula was not moving in the tubing. They stated that the pump had not alarmed when they found it like this. Mmdg followed up with the initial reporter who stated that the patient had no adverse effects due to the complaint. (B)(4).